Event description:
It was reported that while in the "pilot mode" of the application, the patient's device data is not displayed in the application after a session sync. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: this complaint was inadvertently submitted under the medical device reporting regulations and therefore is being redacted, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.